Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before (B)(6) 2014. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's right lead had high impedances. As a result surgical intervention was undertaken to replace the entire left side of the system. Effective therapy was established postoperatively.